Event description:
Revision surgery for gross midflexion instability accompanied by knee pain. Conversion to ts components.

Manufacturer narrative:
Additional devices noted in this report: cat # 5510-f-401, lot: unknown, description: triathlon cr fem comp #4 l-cem. Unknown primary tibial baseplate. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.